Event description:
A us distributor reported that a patient's electrode belt was damaged and displaying check pad messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable and check pad messages ) has confirmed that the the ¿dn¿ to rear cable pulse wire was broken from the trunk cable the ¿dn¿ component. The root cause for broken cable was physical abuse. There was no adverse event that resulted from the damaged belt.